Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 34.5 cm from the top of the connector to the break. The second piece measured approximately 245.5 cm from the break which includes the entire distal tip. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was opened for use in a ureteroscopy procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to be broken prior to taking it out of the plastic protective loop. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 06, 2017 that a flexiva 365 laser fiber was opened for use in a ureteroscopy procedure performed on an unknown date. According to the complainant, during unpacking and outside the patient, the laser fiber was noted to be broken prior to taking it out of the plastic protective loop. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.